Manufacturer narrative:
H3 other text : on-site evaluation cancelled by customer.

Event description:
It has been reported to philips that the system had a movement problem. There was no reported patient or user harm. Due to the lack of information, we are conservatively reporting this event. The customer cancelled the repair request stating service was no longer required. No device inspection was performed by philips. The system did not behave as expected by the customer. This will be considered a malfunction of unknown cause.